Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting imepdance measurements greater than 2000 ohms. The lead was removed from service during the elective procedure to replace this patient's device. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.